Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a prostyle was deployed successfully in the left common femoral artery. Then a proglide was attempted to be deployed in the rcfa. All four steps were performed successfully however the proglide got stuck inside the patient as the foot plate didn't want to retract although the lever was able to go down. In the attempts to remove the proglide, there was resistance and the device broke in two pieces (purple plastic part). During this process a perforation and vessel damage was noted at the rcfa. The proglide was able to be eventually removed by simply withdrawing it piece by piece manually, with all parts retrieved. Access was gained in the left femoral artery to deploy a covered stent to treat the perforation and vessel damage. The tavi was not done at the end. Hemostasis was achieved via manual compression on the rcfa, and the prostyle had achieved hemostasis on the left femoral artery. Nothing remained in the patient anatomy. The patient is fine. Once the device was removed, it was noted that the feet were still open. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, device analysis noted a posterior foot break occurred and was not returned. The location of the detached foot is unknown. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed. The material separation was confirmed. The difficult to remove cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (see section 10.3 single smc device placement). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The reported patient effect 'perforation of vessel' is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The root cause of the reported difficulties is related to circumstances of the procedure. In this case, based on the information reviewed, it is likely that the foot became displaced due to tissue/calcification. The displaced foot would inhibit removal. The material separation of the handle was physician initiated to close the foot. The posterior foot was separated and not returned. The foot separation was not reported/noted on removal of the device. The account was notified of the foot separation and no additional information has been received. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a prostyle was deployed successfully in the left common femoral artery. Then a proglide was attempted to be deployed in the rcfa. All four steps were performed successfully however the proglide got stuck inside the patient as the foot plate didn't want to retract although the lever was able to go down. In the attempts to remove the proglide, there was resistance and the device broke in two pieces (purple plastic part). During this process a perforation and vessel damage was noted at the rcfa. The proglide was able to be eventually removed by simply withdrawing it piece by piece manually, with all parts retrieved. Access was gained in the left femoral artery to deploy a covered stent to treat the perforation and vessel damage. The tavi was not done at the end. Hemostasis was achieved via manual compression on the rcfa, and the prostyle had achieved hemostasis on the left femoral artery. Nothing remained in the patient anatomy. The patient is fine. Once the device was removed, it was noted that the feet were still open. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.